Manufacturer narrative:
The report of thrombus in the outflow graft could not be confirmed and a correlation between the device and the reported event could not be conclusively determined. Device thrombosis, infection and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event is estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 4 years and 6 months. It was reported that the pump was not explanted and an autopsy was not performed. No additional information was available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a hospital admission was planned for (B)(6) 2016 for withdrawal of care. The patient had been suffering from pastuerella bacteremia (thought to be from the patient¿s dog, as this is a canine type infection) and also had a known previously unreported outflow graft thrombus throughout the length of the outflow graft. The patient was at home being medically managed on IV milrinone and under hospice care. A CT of the chest taken on (B)(6) 2016 had demonstrated persistent small fluid collection around the proximal and mid portions of the outflow graft. A small amount of gas noted in the surrounding fluid collection was mildly decreased from the prior abdominal cat scan from (B)(6) 2016. An interval development of gas within the lumen of the outflow graft was noted which may have been related to infection. Prior to this admission, patient was treated with IV antibiotics for bacteremia, which resolved. On (B)(6) 2016, the patient had presented to the emergency department status after receiving ICD shocks. Interrogation of the lvad by the healthcare professionals showed frequent low flow alarms over a period of several days. No events related to elevated pump power or speed drops were noted. A lab analysis upon admission revealed an elevated lactate dehydrogenase (ldh) of approximately 671 u/l (normal value 620 u/l). A computed tomography angiography (CT) of the heart and lvad taken on (B)(6) 2016 showed that the inflow cannula of the lvad appeared patent with no discernible thrombus. The left ventricular cavity adjacent to the inflow cannula also appeared patent. However, there was substantial thrombus present in the lvad outflow graft inferiorly, which at its greatest extent resulted in severe lumen narrowing. The segment of the lvad outflow graft containing thrombus, which was located at the peri-xiphoid and subxiphoid level, in the anterior chest wall along the midline, demonstrated some areas of low attenuation around its periphery, but no organized fluid collection. The more superior segment of the lvad outflow graft, towards the anastomosis with the ascending aorta, appeared patent. After identification of thrombus in the outflow cannula, the patient was placed on IV heparin in the presence of a therapeutic inr. Persistent low flow alarms were noted and the patient was unable to walk around. Other pump parameters remained unchanged. The pulsatility index (pi) on admission was lower than the normal values but the patient had been limiting their liquid intake due to shortness of breath/suspected heart failure. A comparison of previous CT scans of the chest was suspicious for infection in the outflow graft. Due to an active infection around the pump and driveline, as well as significant peripheral vascular disease, the patient was not a candidate for pump exchange or transplant. The patient requested to go home for the weekend and electively returned to have the pump turned off. On (B)(6) 2016, the patient was admitted as scheduled and the hospital¿s vad team disconnected the driveline. The patient expired on (B)(6) 2016 with the family present under hospice care.